Manufacturer narrative:
Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient stood up and weight beared heard pop, stem subsided, no fracture of femur or bone injury. Stem just subsided." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in (B) (6) 2009.